Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the fae reported that the conductor wire insulation appeared to be nicked and damaged and the bare metal wire appeared to be exposed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector had a damaged black conductor wire. There was no reported injury.

Manufacturer narrative:
Intuitive received additional information. The instrument lot number was k10230608-0449. Instrument was inspected prior to use. Surgeon was performing an interlobar formation by peeling. There was no exposed wire due to insulation. There was no loss of cautery. There were no signs of thermal damage. There was no arcing. There was no instrument collision. There was no issue removing the instrument from the cannula. The customer completed the procedure robotically using back up instrument. There is no patient information. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Root cause of damaged insulation is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.